Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist reviewed the sample and confirmed the previously referenced sample was already discharged; a new sample was created upon subsequent admission and is correctly reflected on the station as the unit is properly associated. Admit date appears correct. Reporting nurse is assigned to the area and available for follow-up if needed. Station ns shows no communication issues; messaging logs on the es server were reviewed with no errors noted. Checked ext.receivedmessage and no significant delays were observed. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, additional patient profiles were not displaying at the pyxis station. The customer reported that multiple patients were affected, including additional patients identified after the initial report. This condition posed a risk of delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.